Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Joystick won't turn off, chair will stay on, and the batteries run out. The batteries must be disengaged to turn off the chair per dealer.